Manufacturer narrative:
B%: event description - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the initial case was was completed with cryo, and the subsequent procedure was completed with radiofrequency.

Event description:
It was reported that approximately one year, eight months, following a prior cryoablation procedure, the patient experienced arrhythmia recurrence. The arrhythmia recurrence led to hospitalization for a repeat ablation. Electrocardiogram testing showed clinically significant atrial fibrillation, and an electrophysiology study revealed right superior pulmonary vein reconnection and left atrial substrate abnormality. Electrical cardioversion and repeat ablation were performed to treat the arrhythmia recurrence. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.